Event description:
Patient arrived to infusion today to have his chemotherapy bulb (pump) disconnected. Patient told nurse that while his pump was running the last 46 hours he noticed that he infusion bag was wet and he believes the bulb was leaking. Lot # 30117472.